Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-22567, 1627487-2020-22568. It was reported the physician suspected the patient's leads may be broken. Diagnostics indicated several high impedances. X-rays were taken but inconclusive. Surgical intervention may be pending.

Event description:
Additional information indicates there was nothing wrong with the implanted leads and should not have been reported as a medical device report (MDR) as there is no risk of serious injury due to these devices.

Manufacturer narrative:
Correction: upon review, the devices should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.